Event description:
Dr. Reported that he had just removed a piece of infected surgimesh from a patient. The mesh was used in an open ventral hernia repair and had been implanted for approx 3 months. The pt was an overweight smoker. The mesh did not have any incorporation and "seemed to be just floating around". The defect was left so the pt could heal up for a subsequent repair.